Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys cortisol test system results from 1 patient on a cobas 8000 e 801 module. The initial cort result was 16 ug/dl. The first repeat result was 63 ug/dl with flag. The second repeat result was 16.2 ug/dl. The third repeat result was 15.8 ug/dl. The result of 16 ug/dl was reported outside of the laboratory. No questionable results were reported outside of the laboratory. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.